Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) was dropped, and both the right and left hinges attaching the display to the touchscreen were broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported. ***an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", due to user error which is non-reportable to the FDA. As a result, no follow up emdr is necessary, as the severity category has been changed to "non-reportable." Please cancel in your database.

Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", due to user error which is non-reportable to the FDA. As a result, no follow up emdr is necessary, as the severity category has been changed to "non-reportable." Please cancel in your database.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) was dropped, and both the right and left hinges attaching the display to the touchscreen were broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.